Event description:
On (B)(6) 2022, the patient was feeling very unwell due to hypoglycemia, so her daughter called for an ambulance. The patient's cgm during this time was reading 119 mg/dl, while a comparative fingerstick measurement revealed a blood glucose meter value of 42 mg/dl. The blood glucose value of 42 mg/dl was confirmed by a second measurement. By the time the paramedics had arrived on site, the patient had reportedly already lost consciousness and fallen to the floor, though she did not sustain any physical injuries from the fall. The patient was then taken to the hospital via ambulance and admitted to the intensive care unit as she started suffering from convulsions. The patient spent three hours in the ICU. After regaining consciousness, the patient underwent a cerebral scan (tac) to determine whether she was alright. The patient reported feeling nauseous during this time. The patient was discharged after four days in the hospital and received the medications tresiba (long-acting insulin) and humalog (fastacting insulin) during this time; however, it is unknown when these treatments were administered during the course of the patient's hospital stay.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. On (B)(6)2022, the patient was feeling very unwell due to hypoglycemia, so her daughter called for an ambulance. The patient's cgm during this time was reading 119 mg/dl, while a comparative fingerstick measurement revealed a blood glucose meter value of 42 mg/dl. The blood glucose value of 42 mg/dl was confirmed by a second measurement. By the time the paramedics had arrived on site, the patient had reportedly already lost consciousness and fallen to the floor, though she did not sustain any physical injuries from the fall. The patient was then taken to the hospital via ambulance and admitted to the intensive care unit as she started suffering from convulsions. The patient spent three hours in the ICU. After regaining consciousness, the patient underwent a cerebral scan (tac) to determine whether she was alright. The patient reported feeling nauseous during this time. The patient was discharged after four days in the hospital and received the medications tresiba (long-acting insulin) and humalog (fastacting insulin) during this time; however, it is unknown when these treatments were administered during the course of the patient's hospital stay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.